Event description:
It was reported that a customer experienced a cracked or shattered touchscreen on their device, rendering it unreadable and unresponsive. The customer's blood glucose level was recorded at 140 mg/dl. Technical support confirmed the issue and arranged for the return of the faulty pump for inspection while a replacement pump was provided to the customer.